Event description:
Ref uf report (B)(4).

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. The lot number of the sample was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.